Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. While ablating, they were getting temperatures around 38 degrees celsius and it was exceeding their temperature cut-off. The temperature cut-off was at 40 degrees and then they raised it to 45 degrees. They were getting a temperature exceeds maximum error on the smartablate generator. The catheter was removed from the body and when they tried to flush the catheter there was zero flow. The catheter was replaced and the procedure continued. There was no patient consequence reported. Additional information was received. The system stopped ablation when the cut-off value was exceeded. Ablation was terminated when the set temperature was exceeded. The device evaluation was completed on 26-jun-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. Then the temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation and temperature issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. The temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being monitoring maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application. When rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. In relation to the irrigation issue, the instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and an irrigation issue during use on patient occurred. While ablating, they were getting temperatures around 38 degrees celsius and it was exceeding their temperature cut-off. The temperature cut-off was at 40 degrees and then they raised it to 45 degrees. They were getting a temperature exceeds maximum error on the smartablate generator. The catheter was removed from the body and when they tried to flush the catheter there was zero flow. The catheter was replaced and the procedure continued. There was no patient consequence reported. Additional information was received. The system stopped ablation when the cut-off value was exceeded. Ablation was terminated when the set temperature was exceeded. The generator parameters were power control, 30-45 w, 40/45 degrees. Correct catheter settings were selected on the generator. Irrigation tubing was removed and reseated in pump. Stopcock was physically inspected, confirmed to be open. Catheter was removed from the body and flushed and no flow was seen coming through the catheter. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Pump was confirmed to be responding correctly to flow/flush commands. The temperature issue was assessed as non MDR reportable. Since the generator stopped delivering radio frequency (rf), the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue during use on patient was assessed as MDR reportable.